Manufacturer narrative:
The investigation for thrombocytopenia has been completed. The impella device was not returned for evaluation. Without additional clinical details, the root cause of the reported issues could not be determined.

Event description:
We received a notification via abiomed¿s long-term outcome and quality indicator impella registry regarding a patient that endured thrombocytopenia with a "possible" relationship to the impella device used: ¿thrombocytopenia suspected mostly related to mechanical devices impella/ECMO (extracorporeal membrane oxygenation). 1st hit (heparin-induced thrombocytopenia) antibodies were positive, repeat hit was negative. 2 units platelets transfused on 6/2 and 4 units of rbcs (red blood cells) 5/29 64 5/30 41 5/31 29 6/1 51 6/2 44 6/3 51 6/4 61 6/5 76 6/6 79 6/7 82 6/8 97 6/9 117¿. The patient recovered with no sequelae.

Manufacturer narrative:
The impella device was not received from the customer and therefore, an evaluation of the device was not possible. Upon investigation closure, a supplemental MDR will be filed. Instructions for use for the related event are as follows: impella 5.5 for use during cardiogenic shock section: potential adverse events (united states): ¿acute renal dysfunction, aortic valve injury, bleeding, cardiogenic shock, cerebral vascular accident/stroke, death, hemolysis, limb ischemia, myocardial infarction, renal failure, thrombocytopenia and cardiac or vascular injury (including ventricular perforation).¿